Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during an open esophagectomy procedure, the distal half of the staples malformed with a blue reload on the second firing. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.